Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, at one week post-implant check, the atrial lead impedance was over 3000 ohms. Pacing pulses were delivered, but capture failure was observed. The mode was re-programmed to vdd. Analysis identified a lead failure or connection issue at atrial side. It was recommended the physician to evaluate the benefit of a lead revision intervention for the patient.